Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was 175mg/dl. The customer stated that her blood glucose was around 600mg/dl after eating jelly bellys the day before to her admission. The customer stated that the paramedics were called, and she was taken to the hospital. The customer also stated that her site was bleeding. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.